Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced issues with the pump. The physician attempted troubleshooting in the operating room, but the issue could not be resolved. A surgical procedure was performed in which the device was removed and replaced. There were no patient complications reported.